Manufacturer narrative:
(B)(4).

Event description:
Patient has had on going pain following his thr done in 2007. The pain has gotten worse recently but x-rays have all looked normal. Monday night he says he turned over in bed and had the femoral head disassociate from the stem. Following a revision the stem trunnion showed deformation.

Manufacturer narrative:
Device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Device not available.

Manufacturer narrative:
An event regarding disassociation involving a metal head and an accolade stem was reported. The event was confirmed. Method & results: the device was not returned. However an image was provided. There was biological debris noted on the head. It is difficult to comment on the head as the image is not very clear. A review of the provided information by a clinical consultant could confirm the event. However, operative reports, clinical & past medical history and examination of explanted components are needed to fully investigate the event further. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient has had on going pain following his thr done in 2007. The pain has gotten worse recently but x-rays have all looked normal. Monday night he says he turned over in bed and had the femoral head disassociate from the stem. Following a revision the stem trunion showed deformation.

Event description:
Patient has had on going pain following his thr done in 2007. The pain has gotten worse recently but x-rays have all looked normal. Monday night, he says he turned over in bed and had the femoral head disassociate from the stem. Following a revision the stem trunion showed deformation.